Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue was unable to be confirmed. The device evaluation found that the light guide adapter was worn. In addition it was found that the tube was tilted and had dents, labeling on eyepiece funnel was worn, and the serial number ring was missing. It was also found that the image was blurry due to meniscus damage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the scope light guide bundle connector was broken. The issue was found during maintenance. No procedure or patient was involved. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to excessive force by the customer. Olympus will continue to monitor field performance for this device.